Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was recently admitted for gastrointestinal bleeding. The patient had dark stools and an specified drop in hemoglobin levels. Esophagogastroduodenoscopy was negative. Video capsule did reveal a small bowel arteriovenous malformation. The patient was transfused with 3 units of packed red blood cells and 3 units of fresh frozen plasma. It was also reported that the patient had experienced a previously unreported gi bleeding event in the past, but no specific information regarding that event was provided. No additional information was provided.